Event description:
The manufacturer representative (rep) reported that the patient was getting pain relief in the abdominal area, which was the target area for stimulation. However, the patient was only getting stimulation in their legs so they were explanting the system. There was a loss of therapeutic benefit. It was reported that it was unknown when the patient's therapy changed from abdominal stimulation to leg stimulation. It was reported that patient's device was explanted as reported. The patient had no other information. Relevant medical history includes post surgical neuritis and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.